Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2017 the customer observed pump stoppage events in the system controller history file. The patient was reported to have been asymptomatic during the events. A system controller log file was submitted to the manufacturer's technical services representative for review. The log file captured several pump stoppage events that occurred while the lvad system was connected to the power module. An issue with the pump driveline was suspected. The patient will be monitored on battery support, and was provided with an ungrounded patient cable for use during power module support. The patient was reportedly not a candidate for a pump exchange. No further information was provided.

Manufacturer narrative:
The left ventricular assist device remains in use supporting the patient; however, the system controller and patient cable were returned for evaluation on 10/10/2017. Concomitant medical products ¿ heartmate ii lvas system controller, serial number: (B)(4). Power module 14 volt patient cable, lot number: 11015031901. Device evaluation: the device remains in use supporting the patient and was not available for evaluation; however, the report of low speed events and pump stoppages while the system was operating on power module support was confirmed through an evaluation of the submitted and retrieved system controller log files. Although a specific cause for these events could not be conclusively determined through this log file evaluation; the events captured appeared consistent with a potentially compromised percutaneous lead wire. The evaluation of the returned system controller revealed that the device was unable to operate a test pump in primary mode in its received condition. The analysis of the main printed circuit board (pcb) revealed a compromised pcb component (electrically damaged/open fuse). As a result, the system controller operated the system only in backup mode. Replacing the damaged component resolved the issue and restored device functionality. The evaluation could not conclusively determine the root cause of the damaged pcb component based solely on the system controller analysis. A 14 volt power module patient cable was returned for evaluation. Visual inspection of the patient cable revealed that it was in used condition and a kink was noted between the y-connector and the 16-pin connector. The returned patient cable was connected to a test power module, system monitor, system controller, and mock circulatory loop and the system operated at 14.3 volts with no alarms active, even when the cable was manipulated. Continuity testing identified increased resistances across several of the wires within the cable; however, no broken wires were identified. The root cause of the observed kink and conductor breakdown in the wires of the patient cable are consistent with repetitive bending/twisting of the cable and typical wear and tear during use. The reported pump stops were unable to be correlated to the returned patient cable. Review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.